Event description:
The customer contact reported the patient received more medication than intended. At 0915, line a of the device was programmed to deliver magnesium 2g/50ml, at a rate of 25ml/hr, with a vtbi (volume to be infused) of 50ml, for duration of 2 hours, and delivery was started. At 1000, while checking on the patient, the nurse noted the magnesium container was empty; however, the device displayed a volume infused of 28ml. There were no reported adverse patient effects. No medical interventions were required. The customer contact indicated that the patient was ordered to receive only one 2g container of magnesium, and that no further medication was ordered. The device was removed from clinical service. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing the device delivered a measured volume of 20.1ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5 percent). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the history indicates on (B)(6) 2012 at 0914, line a of the device was programmed to deliver magnesium 2g/50ml, at a rate of 25ml/hr, with a vtbi (volume to be infused) of 50ml, for duration of 2 hours, and delivery was started. At 1022, the device alarmed n250 (door open while pumping). The door was closed, and the device alarmed n251 (cassette test failure). The alarm was silenced. At 1025, the device was turned off. This report represents all the information known by the reporter upon query by hospira personnel.